Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a non-critical electrical reset. It was recommended that the lead integrity alert (lia) software be reloaded and the charge time timer be reset. The device was later removed and upgraded to a bi-ventricular (bi-v) defibrillator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 6943, implantable tachy lead, 1999 (B)(6), 6940, implantable pacing lead, 1999 (B)(6). (B)(4).